Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned. Physical examination of the product confirmed the complaint. The end of the handle broke off. Strike end is separated from the rest of the instrument. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
During acetabular shell impaction the striking end of the impactor broke off. The end was retrieved. We were able to final seat the shell and complete the case. They was no delay. All pieces retrieved. Replacing impactor for the set for future use.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.